Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the liner trial screw tip broke off during surgery. It was retrieved. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the snap ring and the screw of the pin trl lnr 10d 560dx36id are missing, the device exhibits signs of nick around the the hole where the snap ring and the screw are positioned. The observed condition of the device can be attributed to an excessive force applied on liner trial when tightening. Over-tightening the threaded insert during use can cause disassembling the snap ring from the screw. Also the device present the condition of shaved on the outer surface of the device. This type of damage is consistent with the device being in a unintended contact with other tools during assembling/disassembling the device. Properly handling and attention to the approved use of the device diminished the risk of failure. Therefore, the report allegation can be confirmed. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the pin trl lnr 10d 560dx36id contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code cannot be confirm due to the broken condition is not possible to see the lot.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner trial screw tip broke off during surgery. It was retrieved.